Event description:
The customer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope tested positive for unexpected contamination. The scope was sampled once. During the sampling, the scope tested positive for < 1 colony forming units (cfus) of unspecified aerobic microorganisms. It was not specified where or how the reported issue was found. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was sent to an independent laboratory for culture testing. The device tested positive for 1 colony forming units (cfus) of unspecified revivable micro-organisms which, is conforming to standard. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. The customer aspirates water through the channels and flushes out the air/water, balloon channel, instrument channel and suction channel. The customer did not specify if a detergent is used during the pre-cleaning process. The customer did not provide the specific steps taken during the manual cleaning process. For automated endoscope reprocessor (aer) treatment, a soluscope series 4 machine is used with anios cln detergent and anios paa (disinfectant). The scope is wiped dry and further dried in a plasma typhoon. The scope is then stored in a bae cleanoscope storage cabinet. The customer confirmed that all channels were connected with tubes when the endoscope was setting into the aer. The customer confirmed that the concentration and expiration date of the disinfectant was controlled. The customer confirmed that the water quality of the rinse water was filtered and controlled. The customer confirmed that the water filter was replaced periodically in accordance with the instructions for use (IFU). The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: probe unit damaged. Bending rubber glue separated. Up down knob angulation less or specified value. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. According to reviewing the instruction manual for bf-uc180f, the reprocessing methods are described in the following chapters: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 cleaning and disinfection equipment. Olympus will continue to monitor field performance for this device.